Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. 3013756811-2022-92456

Event description:
It was reported that a malfunction alarm occurred and the pump date was incorrect. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified in the pump logs; however, no failure was identified regarding the alleged setting issue. A different issue was identified.